Manufacturer narrative:
Investigation evaluation: the report can be confirmed based on the photo provided by the user of the deployed black band and the trigger cord. Our laboratory evaluation of the product said to be involved confirmed the report. The two-way handle, loading catheter, barrel, one (1) deployed black band and the trigger cord were included in the return. The irrigation adapter was not included in the return. Due to the condition of the returned device, a functional test could not be performed. The trigger cord was intact and not broken. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that "passing endoscope over a previously placed band may dislodge band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The operator detected that the band appears aged, which easily slipped off during the procedure [band slips off site prematurely]. Additional information was received on 01/08/2018: the customer confirmed that one (1) band slipped off the varix. Additional information was received on 01/24/2018: the customer confirmed that the band was off from the varix, the operator then retrieved it during the endoscopy.